Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photographic sample was reviewed, and no issues were noted that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition was not verified. Additionally, a retention sample was evaluated with no issues noted during visual and functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was found in a buretrol sol. Admin. Set. The location of the crack was unknown. This was identified during an unspecified process step. There was no patient involvement. No additional information is available.